Event description:
The patient reported that the tracheal tube's cuff did not remain inflated as it was intended. The patient was recannulated without any reported harm. During patient follow-up, it was found that the patient has an unusual airway anatomy. It was also reported that lubrication is used during cannulation and cleaning is performed with "1/2 strength hydrogen peroxide" twice daily in addition, bactroban is used around the stoma twice a day. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The patient is reported to have discarded the referenced product. Therefore, no lot number was available to review the device history records. PMA 510(k): the product ID was not available, at the time of the report, therefore the 510k number associated with the referenced device cannot be determined.